Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any patient involvement in the reported malfunction. Please reference medwatch report #: 1220908-2014-03330 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.